Manufacturer narrative:
This report was received through the FDA's medwatch program. The product lot history record for lot#f08006 was reviewed for any issues which may have contributed to the product complaint. Findings of this lhr review show that this lot is not associated with any deviations, waivers, or corrective/preventive actions. Lot was released 11/05/2015 and has an expiration date of 09/17/2020. Results of bioburden testing for this lot during time of lot release show an average bioburden cfu that is well below the alert and action levels. The product was not returned to the site and no further information has been received. Based upon the information provided, it is unknown if the issue was a result of the device, surgical procedure, or patient medical history. Mesh erosion is a known risk of surgical procedure and is labeled in the product instructions for use (IFU) warning section.

Event description:
Medwatch form- received from the (B)(6) hospital and stated the following: "patient underwent placement of transobturator tape for stress urinary incontinence last summer. Four months after placement she was readmitted for worsening pain and her vaginal exam was concerning for mesh erosion. She underwent an exam under anesthesia and the exposed mesh was excised from the right vaginal sulcus. Earlier this year, the remainder of the mesh was removed vaginally under general anesthesia." Implant date took place on (B)(6) 2017, explant date on (B)(6) 2017, patient had vaginal cuff cellulitis in between (B)(6) procedures and has history of uti. No other therapies or devices reported.